Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for device kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact: unknown e1: telephone number: unknown e3: occupation: unknown the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during a neurointerventional procedure via femoral artery access, when using a terumo vascular closure device to seal the right femoral artery puncture site, it was observed that the carrier tube had kinked, resulting in closure failure. This led to the formation of a large hematoma in the abdominal wall above the femoral artery puncture site. Prolonged manual compression was applied to achieve hemostasis at the puncture site, followed by reinforced pressure bandaging for further hemostasis. An emergency bedside ultrasound in the interventional room confirmed the presence of a large hematoma in the abdominal wall above the femoral artery puncture site. The carrier tube kinked during inserting into the sheath. The procedure sheath used during the procedure was an 8f. There were no difficulties encountered during arterial access establishment, or during the placement of the sheath, guidewire or catheter. No stenosis, plaque, or calcification at the puncture site. An angiography was performed prior to using the vascular closure device. The estimated blood loss was approximately 10 ml. The patient's condition was stable. Additional information was received on 16oct2025: the size of the hematoma cannot be known.